Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and the customer was instructed to callback to complete the pump reset once charging supplies were available. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.